Manufacturer narrative:
The insulin pump had blank display due to faulty connector on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump display went blank. The patient's blood glucose at the time of incident was 450 mg/dl. The battery was changed but the display remained blank. The insulin pump was not returned for analysis.